Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient's insulin pump and dexcom app alerted that she was reading low. Her partner who was with her knew something was wrong as she noticed that the patient was acting unusual and being inattentive. Her partner called emergency medical services (ems) for assistance. Ems arrived at the premise and started checking her bg, it showed 108 mg/dl while the patient's dexcom showed 54 mg/dl. The ems reportedly gave carbohydrate based on the egv despite awareness of euglycemia. As a result, her bg increased to 144 mg/dl while the dexcom kept showed a low reading of 59.4 mg/dl. The respondents took the patient to the hospital. Upon arrival, blood work was done which indicated that the patient a had high glucose level (value not provided) and she was in diabetic ketoacidosis (dka). She was admitted to the intensive care unit (ICU) where she was treated with IV fluids. She also started vomiting excessively while on her ICU bed. The patient recovered and was discharged on (B)(6) 2025, which she mentioned she was feeling tired due to the hospitalization. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.